Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: glidewire advantage 0.018; sheath: 6f terumo destination. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, mid superficial femoral artery and a kinked iliac bifurcation vessel, a contralateral approach was used with a 6 fr non-abbott sheath and a 0.018 non-abbott guide wire. After pre-dilatation with a 6 x 80 unspecified balloon catheter the supera stent was positioned and during one-half of the stent deployment it stopped; pushing the thumbslide did not advance the stent. The system lock was closed and the delivery system and stent were successfully removed through the 6 fr sheath. A different supera stent was used in the procedure with a good outcome. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The deployment issue was unable to be confirmed as the device was received with the stent fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.